Event description:
It was reported that an asymptomatic patient presented in-clinic for follow-up with post-paced t-wave oversensing noted on the stored egm. The patient did not receive inappropriate therapy during the oversensing. It was recommended that the device be reprogrammed and an induction to be performed. Device remains implanted.

Event description:
New information received notes that via remote transmission myopotential oversensing was observed. Further reprogramming changes were recommended. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that non sustained lead noise was observed via remote transmission. The non sustained lead noise was triggered by atrial undersensing resulting in post-sensed t-wave oversensing. Further reprogramming changes were recommended.